Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
At an incoming inspection, one piece of (B)(4) had foreign material in the packaging. There was no patient contact, injury or delay.